Event description:
Customer reportedly received result of 100 mg/dl on the inform system and 43 mg/dl on a lab value within 10 minutes. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.